Event description:
A ventilator as returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed test steps during testing and the sensor board needed replaced to address the issue. During additional testing of the device, additional test steps failed. The device's sensor board and the oxygen blending module board were replaced to address the issues.